Manufacturer narrative:
Additional information: b5. B5: upon follow up, it was reported on an unknown date, amikacin was discontinued. It was reported the patient recovered from the event of peritonitis, cloudy effluent, and abdominal pain. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and stomach pain. The cause of peritonitis was unknown. There was no report of hospitalization. On the same day as peritonitis diagnosis, the patient was treated with vancomycin injection (1g, every 4th day, discontinued after 5 days) and amikacin injection (100mg, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from the events. Pd therapy is ongoing. No additional information is available.